Event description:
When the subject device activated ultrasonic output during a procedure, the ptfe pad was melt. After that, the probe broke off during cleaning. There was no patient harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical system corporation for evaluation. The evaluation confirmed that the probe broke down at 15 mm from the distal end. There was a scratch at the end of the probe. The ptfe pad was severely worn and partially separated. The manufacturing history was reviewed, with no irregularities noted. Based on the evaluation and the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the pfte pad severely wears and partially separated. The crack of the probe occurred, since the physician activated the ultrasonic output while the subject device twisted a tissue or grasping a hard tissue or applying only the probe tip to the tissue with strong force and the stress was put on the probe. Consequently, during cleaning the device after the procedure, the probe broke due to the stress by touching physically. Based upon the finding of the evaluation, this report appears to be related to user handling.